Event description:
Info received indicates the brake is not working. Both head end casters do not lock into brake when the brake pedal is engaged.

Manufacturer narrative:
The technician replaced the head end casters to repair the stretcher.